Manufacturer narrative:
(B)(4).

Event description:
Member had applied their sensor in an approved location using all application guidelines. Member reported that their sensor failed after days of signal loss issues with their transmitter. Dexcom alerted member to replace sensor. Member removed sensor.